Event description:
It was reported that during a scheduled retrieval of a vena cava filter, it was noted that the filter was tilted 90 degrees and was in the left renal vein. It was also reported that it appeared as if one component had fractured and was embedded in the caval wall near the filter. The doctor did not attempt to remove the filter, but is planning on consulting with another physician. It was reported that on the placement images, the filter was placed for dvt's on a pregnant patient, suprarenal. It was noted that at placement, it appears that one or more legs may have been in the right renal. The filter remains in the patient and patient remains asymptomatic at this time. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.